Manufacturer narrative:
The device was returned for analysis. The guidewire was returned, and it was observed that the coil wire was unraveled and stretched at distal end section, and the core wire was detached. Under microscope it was observed that the coil wire was unraveled and stretched at distal end, and the core wire was detached at transition point. The detached section is at 3.5 cm at transition point from the distal tip. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 14dec2022. It was reported that the spring tip unraveled. An amplatz-pi guidewire was selected for use to perform a transjugular intrahepatic portosystemic stent shunt (tipss). During the procedure, the spring tip unraveled. A new amplatz-pi guidewire was selected and used to complete the procedure. There were no patient complications. However, analysis revealed that the core wire had detached.